Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI ((B)(4). Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per initial report, it could not be determined if the perforation was caused by the pacing wire, lv wire, or the delivery system. The delivery system was returned to edwards for evaluation after being used in the procedure. The provided 3mensio imagery shows significant calcification in the native annulus. Upon visual inspection, there was a radial balloon burst with the balloon bunched. The crimp balloon was torn proximal to the inflation to crimp balloon bond, and the nose tip wings were flared out. The proximal spring was detached from the guidewire shaft. Single wall thickness measurements were taken and the measurements were within specification. Double wall thickness measurements were taken on the crimp balloon along the balloon separation. The area distal to the tear could not be measured as that section was not returned. However, it should be noted that this section was deliberately cut away during the procedure per the initial report. The measurements meet the double wall thickness specification. Due to the condition of the returned device, no functional testing was able to be performed. The events were confirmed via visual inspection of the returned devices. Instructions for use (IFU) and training manual were reviewed for guidance related to the reported complaint event. Specifically, if delivery system balloon ruptures or leaks during deployment without thv embolization, do not use excessive force and to take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). No IFU/training deficiencies were identified. The report of a burst balloon and withdrawal difficulty were confirmed from visual inspection of the returned device. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not indicate any manufacturing non-conformances contributed to the reported event. Per complaint description, the balloon burst near full inflation in a calcified annulus. It is likely that the balloon burst during inflation once the balloon came in contact with calcification. A technical summary written by edwards lifesciences found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines that proper manufacturing mitigations are in place to ensure that balloons do not burst as a result of manufacturing non-conformances. In addition, the technical summary outlines that there are sufficient IFU and training materials which provide instructions for cases where the balloon burst. The burst balloon could create difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. As such, available information indicates that patient/procedural factors (calcification and retrieval of burst balloon) contributed to the reported event and there is no evidence of device malfunction or manufacturing non-conformance. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis. Available information indicates that patient/procedural factors (annular calcification and withdrawal difficulty due to burst balloon) may have contributed to the event. The occurrence rate does not exceed the march 2019 control limits for the trend categories. No corrective or preventative action is required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the patient had a borderline annulus, between 26mm and 29mm valve, with extensive annular calcification noted. The hospital measured 570 area of the native annulus and decided to implant a 29mm sapien 3 valve. During inflation of the 29mm sapien 3 valve, the balloon ruptured when the valve was 95% inflated. All but 1cc was used before the burst. The balloon burst is believed to be caused by calcium. No post dilation was required. Coaptation of the valve was good, and it was well seated. When attempting to withdrawal the burst balloon, it was seen that the pigtail catheter was ensnared in the balloon catheter. A surgeon was called who began a surgical cutdown to remove and detangle the balloon catheter and pigtail catheter. It was seen that the balloon had ¿umbrella-ed¿. The surgical intervention was delayed when a pericardial effusion was seen. It is unknown if the effusion was caused by the pacing wire, lv wire, or the balloon. Pericardiocentesis was performed, and the patient stabilized. The surgeon performed cutdown and was able to detangle the delivery system and pigtail. The surgeon cut away the proximal end of the delivery system so they could re-advance the system to detangle. The balloon had detached, but the nose cone and spring were intact. A pericardial window was required as it look like there was more bleeding. The patient stabilized, and a patch was placed on the arteriotomy. The patient¿s leg flow looked good, and the patient left the procedure in stable condition.